Event description:
Information received indicates the head section drifts down.

Manufacturer narrative:
The hill-rom technician found the CPR cable was adjusted to tight which allowed the head section to drift. The technician properly adjusted the CPR cable to repair the bed.